Event description:
A customer reported to baxter (B)(4) a clearlink system continu-flo solution set in which a leak occurred. According to the report, while infusing metrotexate, the tubing disconnected from the drip chamber. The medication spilled onto the nurse. The event occurred during infusion. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information or samples become available, a follow-up report will be submitted.